Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)), perforation (other): left fallopian tube'), pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('heavy abnormal bleeding/ abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included vomiting, flu-like symptoms, swelling nos, knee pain (right knee pain.), blood pressure high, breast feeding, anemia, asthma, blurred vision, heart racing, chest pain, viral infection, bacterial infection, meningitis, subarachnoid hemorrhage, ovarian cyst, seizures, left lower quadrant pain, flank pain, back pain, fever, tenderness, renal stone, ureteral calculus, irritable bowel syndrome, urinary tract infection, pyelonephritis, diverticulitis, hemoperitoneum, bleeding menstrual heavy, human papilloma virus test positive, uterine bleeding, ovarian torsion, groin pain, unilateral leg swelling, leg pain, unilateral leg pain, cough, spotting vaginal, constipation, neck pain, rash, sore throat, shortness of breath, dysuria, weakness, mental status changes, injury to kidney and rhinorrhea. Concomitant products included amlodipine besilate (norvasc), budesonide (pulmicort), docusate sodium (colace), macrogol 3350 (miralax), naproxen, oxycodone hydrochloride;paracetamol (percocet), paracetamol (tylenol), prednisolone, promethazine, salbutamol and salbutamol. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), alopecia ("hair loss"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia(painful sexual intercourse)"), migraine ("migraines/headaches"), dysmenorrhoea ("dysmenorrhea(cramping)"), infection ("infection"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and weight fluctuation ("weight gain / loss") and was found to have benign neoplasm ("benign 12 cm tumor"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),oophorectomy,). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, alopecia, fatigue, vaginal discharge, dyspareunia, migraine, dysmenorrhoea, infection, female sexual dysfunction, nausea, benign neoplasm, vaginal haemorrhage, menorrhagia and weight fluctuation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, benign neoplasm, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, infection, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: discrepancy in essure removal dates: (B)(6) 2015, (B)(6) 2015 and (B)(6) 2016. Current weight as of (B)(6) 2018: 190 lbs. Approximate weight at the time of essure placement unknown. Essure confirmation test(s) conducted : unknown. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on an unknown date: negative non contrast CT of the brain. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: nausea, headache, migraines, pelvic pain, abdominal pain, dysmenorrhea, abdominal pain lower". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jul-2019: pfs received. New event 'plaintiff did not underwent essure confirmation test' was added. Event headaches is merged with event migraines. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)), perforation (other): left fallopian tube"), genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)") and pelvic pain ("pelvic pain/ pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), alopecia ("hair loss"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia(painful sexual intercourse)"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea(cramping)"), headache ("headaches"), infection ("infection"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and weight fluctuation ("weight gain / loss") and was found to have benign neoplasm ("benign 12 cm tumor"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),oophorectomy,). At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, alopecia, fatigue, vaginal discharge, dyspareunia, migraine, dysmenorrhoea, headache, infection, female sexual dysfunction, nausea, benign neoplasm, vaginal haemorrhage, menorrhagia and weight fluctuation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, benign neoplasm, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, infection, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: current weight as of (B)(6) 2018: (B)(6) lbs. Approximate weight at the time of essure placement unknown. Essure confirmation test(s) conducted : unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2018: plaintiff fact sheet received. This case became incident. Event added: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), benign 12 cm tumor, vaginal discharge, perforation (fallopian tube(s))/ perforation (other): left fallopian tube fatigue, weight gain / loss, hair loss. Reporter information was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.